Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "short detected" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. Internal evaluation of the device observed fluid ingress affecting multiple components. The investigation deemed compromised. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.